Event description:
Hospital emergency department personnel responded to a person condition not reported. The device was connected to the patient with disposable pacing electrodes for external pacing. According to the reporter, when the pacer button was pressed, the device alarmed leads off and would not pace the patient. The patient was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the patient's death because of the patient's lack of viability.